Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of noise. This occurred post implant while the patient was in the recovery room. A review of the electrograms for the shock episodes found significant rail-to-rail noise. The sensing vector at the time of the shocks was set to the primary sensing vector. Technical services reviewed the data and advised some options. The doctor elected to program the therapy off and wait for the noise to subside. The system remains implanted. There were no additional adverse patient effects.